Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h4, h6 (investigation findings, investigation conclusions) svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not suspected or confirmed through investigation, no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. H11: corrected data: h6 (component code).

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an edwards' mitral valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The tmvr was performed with a 29mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: a1, a2, a3a., b4, b5, b7, d1, d4 (model number, serial number, expiration date, primary unique device identification number), d6a, g3, g6, h2, h5, h6 (health effect - clinical code, device code(s)). The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not suspected or confirmed through investigation, no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error.

Event description:
It was reported that a patient with an 29mm 6900ptfx mitral valve underwent a valve-in-valve procedure after an implant duration of 16 years, 3 months due to degeneration. The patient presented with symptoms of heart failure. The tmvr was performed with a 29mm 9755rsl transcatheter valve. The patient was stable post procedure.